Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: complaint for ¿leaking¿ was confirmed by investigation, based on the test results the leak was confirmed between the tube and the four-way stopcock due to a lack of solvent from irregular application during manufacturing/assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the lines were prepared for hanging, but the kids' kit started leaking during the priming process. The kit was never hung for the patient and was taken to the supervisor's office for further inspection. The event occurred on (B)(6) 2024 during priming. The actual device is available for investigation. There was no patient involvement, and no patient harm/adverse event reported.